Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial/lot number was provided by the reporter. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of em2400 valve sets had an increase in coring or particulate matter in large volume fluids (lvp) (unspecified) and in non lipid tpn bags (unspecified). This was observed post compounding in the pharmacy. There was no patient involvement. No additional information is available.